Event description:
It was reported that during a da vinci procedure, the black ring located on the top of the orange part of the monopolar curved scissors instrument broke off into two parts and fell into the patient. Intuitive surgical inc. Followed up with the site and the site confirmed that the broken pieces were retrieved during the da vinci procedure. Post- operative tests were not performed on the patient after the removal of the black ring. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported since the black ring located above the instrument's tube extension broke off and fell into the patient and was retrieved.